Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that air bubbles were observed within the canister. There was no reported adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.